Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: synthes manufacturing location was discovered upon receipt of subject device. Device history records was conducted. The report indicates that the DHR review for part# 357.405, lot# 7683025 release to warehouse date: 12sep2014, supplier: (B)(4), packaged by: synthes: (B)(4); no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail procedure, during the reaming of the patient's femoral neck and head, it was noted that a drill stop was not operating as expected. The drill stop on the 6-10mm step drill bit slipped during reaming. It was reported that when this occurs it is often the case that the inside of the drill stop is worn out; this can cause the drill bit to dance in the acetabulum. There was no alternative device available. Since the surgeon noted the malfunction beforehand, he monitored the device and its performance under fluoroscopy and he modified his drill speed to ensure the device did not advance. The surgery continued as planned. There was no surgical delay, patient harm, or additional medical intervention required. The patient's postoperative condition was reported to be stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the following complaint device was received by customer quality: one drill stop (part number: 357.405, lot number: 7683025, mfg date: 12sep2014) the part was received with the following complaint description: ¿during a trochanteric fixation nail procedure, during the reaming of the patient¿s femoral neck and head, it was noted that a drill stop was not operating as expected. It was noted by the surgeon that he drill stop on the 6-10 mm step drill bit slipped during reaming¿. The returned drill stop was received intact and with general wear. There is significant wear and rolled edges on the ends of the device. The inside of the device shows significant wear as well which may result in the device from not functioning as intended. The drill stop when used with the mating stepped drill bit are intended for use in dense bone to prepare a path for the full length of the head element during trochanteric fixation nail (tfn) procedures. The instructions for checking wear ¿ drill stop chart, specifically recommends that the drill stop/fixation sleeve should be checked before use and that it should be replaced if it does not pass the described wear test. The balance of the device is in good condition. The returned drill stop could not be tested together with the stepped drill bit from the complaint event because the drill bit was not returned for evaluation. Thus, complaint condition could not be replicated, however based on the wear of the device the complaint is confirmed. The complaint condition for the drill stop was likely caused by wear and tear on the device as the instrument is multiuse and has been in the field for 1+ year. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.